Manufacturer narrative:
Zyno medical sent a quality alert to the contract supplier on 04/28/2017 regarding the user-reported complaint. The actual failed IV set was not captured, but the user sent in another IV set with the same lot number for evaluation on 05/08/2017. Zyno medical is currently in the process of investigation and will follow up on this complaint.

Event description:
The user reported that the solution would flow past the closed roller clamp. The clamps were not effective in stopping the flow. "We have been having trouble with our filtered tubing leaking through all the clamps prior to being attached to the patient." A patient was involved but no injury happened to the patient.

Manufacturer narrative:
The manufacturer completed the testing on 07/05/2017 and was unable to duplicate the reported issue. An unused IV set returned from the customer was used for testing. All clamps worked properly within specifications. Details of the test results can be found in the attached report. (B)(4)

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00113).